Event description:
It was reported that this lead was explanted due to it was exhibiting loss of capture (loc) and impedance issues. It was confirmed that the lead was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it was exhibiting loss of capture (loc), oversensing and impedance issues. It was confirmed that the lead was fractured. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.